Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported having bite issues and they can no longer bite down all the way. They provided a letter of recommendation from their dentist. In the letter the dentist states the patient was seen for an evaluation and radiographs. After full exam/radiographs, it is recommended they discontinue aligner treatment under byte's care due to occlusal discrepancies. Additionally, during the exam recurrent decay was noted requiring the patient to receive restorative treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.